Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s patient code: (B)(4)- secondary surgical intervention, lens explanted and exchanged for shorter lens. Patient code: (B)(4)- significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, significant reduction of irido-corneal angles and refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue and debris on the product. Visual inspection found the lens haptic to be torn and the lens missing the torn piece of haptic. There was presence of residue on the product. The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, implantable collamer lens of, -18.00 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was exchanged on (B)(6) 2018 due to excessive vaulting significant reduction of irido corneal angles and refractive surprise. The lens was exchanged for a shorter lens of different diopter and the problem was resolved. (B)(4).